Event description:
Medtronic received information that during use of a custom tubing pack, it was reported there was a ruptured extracorporeal membrane oxygenation (ECMO) circuit causing separation of the patient from ECMO and initiating an ECMO code blue event. There was blood on the floor and a cessation of ECMO flow. The patient had been on ECMO after cardiac arrest 4/5 days previously and was receiving cardiopulmonary resuscitation (CPR).the blood was on the floor with a nonfunctioning ECMO circuit and patient was clamped off of ECMO. The CPR was continued the until surgical/perfusion team arrived. Patient received pediatric advanced life support (pals) oriented resuscitation and blood product administration. There was no further adverse patient effect associated with this event. It was also reported that there had been no other circuit issues prior to the event and there was no deviation from the customer's standards of practice. The circuit was primed per the facilities' standards. The ECMO circuit's occlusion and raceway were checked and confirmed. The customer's practice is to walk the raceway every 5 to 7 days. .

Manufacturer narrative:
B3 (date of event): the date provided is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.